Event description:
The customer reported to baxter (B)(6) of a one-link needlefree IV connector in which the connector "obstructs flow of IV when rapid fluid/blood infusion is required." It was also reported that anesthesia assistants and/or anesthetists have to remove the connector frequently to allow IV to flow freely, and the device seems to be easily cross threaded or improperly connected. The process step is not specified. Patient involvement is unknown. Patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.